Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1821502 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) went through the sheath and the device had to be removed. Another device was used and the same problem occurred. Hemostasis was achieved with manual compression. There was no reported patient injury. The mynx was attempted to be used following an interventional procedure via the femoral artery. The mynx was initially inserted and the balloon was inflated until the black marker on the end of the handle appeared. The device was pulled back to obtain bleed back. There was minimal bleed back and the balloon was pulled back further until the balloon went through the sheath.